Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with arteriosclerosis obliterans. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilation. However, during the initial inflation, the balloon ruptured immediately after inflating. The device was removed and replaced with another 1.5 mm x 20 mm x 143 cm coyote es balloon catheter. On the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was successfully completed with a different device. There were no patient complications and the patient condition was good.